Event description:
Additional information received indicated that the pacemaker was explanted and replaced. No other information was available.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker was found in backup mode. Programming changes were made to restore the settings. The patient was stable throughout.

Manufacturer narrative:
The reported event of the device in back-up operation was confirmed. The device was received after nominal conditions were restored from the backup mode in the field. A review of the device image indicates it was caused by power-on reset condition triggered by an undetermined source. Electrical and mechanical analysis indicated normal functionality with battery voltage above the elective replacement indicator (eri) level. Further evaluation of output parameters was within normal range and monitoring the device for several days with load found no anomaly. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined. Longevity assessment was performed, and the device is in normal range of operation with appropriate remaining longevity.